Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a communication issue in which they stated the "bluetooth doesn't work" while using the adc application (in use with iphone 16, ios 16.3.1, software version 3.4.0.7228). The customer stated that due to this issue " there was medical treatment or loss of consciousness." No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a communication issue in which they stated the "bluetooth doesn't work" while using the adc application (in use with iphone 16, ios 16.3.1, software version 3.4.0.7228). The customer stated that due to this issue " there was medical treatment or loss of consciousness." No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported that bluetooth does not work with the freestyle libre 3 application when attempting to scan their sensor on the libre 3 application. Successfully scan and establish bluetooth connection and receive glucose readings, and alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.